Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that at follow-up, no capture was noted on leads. X-ray found the leads to be dislodged due to twiddler's syndrome. The leads were explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.